Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy while infusing heparin (programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.